Manufacturer narrative:
The following additional information was obtained from the quality engineer (qe) team: an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse checked the error logs and found error 802 related to the patient side cart (psc) battery. The issue remained after multiple power cycles and the battery needed replacement. The complaint was confirmed based on the field evaluation. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by an isi qe. Investigation revealed the following possible related system error: 802: psc battery backup errors, 816: psc battery capacity is detected as low, 817: loss of ac on psc, switched to battery. Multiple battery related 802 errors were observed after every power cycle. DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. The probable root cause can be attributed to a battery issue on the psc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The battery in the system needs to be replaced, however, the system has no warranty. The fse asked the equipment department if they wanted the battery to be replaced, but the customer denied service.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the patient side cart (psc) had error 802 when he tried to drive the psc. The intuitive surgical, inc. (Isi) clinical sales representative (csr) power cycled the system and checked battery status; he saw 3 green leds. When he tried to drive the psc, the error occurred again. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the csr noted the procedure was converted due to system error and was unable to perform surgery. It is unknown if the conversion resulted in increasing port size incision or adding additional ports or how patient tolerated the change.